Manufacturer narrative:
Device has been evaluated but not repaired. The estimate was rejected and the device scrapped per the customer request.

Event description:
The manufacturer received information alleging a ventilator fails to charge its internal battery. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's internal battery needs replaced to address the issue. During evaluation, the lcd screen was found to be broken. The device had evidence of physical damage. The lcd screen needs replaced to address the issue. During testing, the device failed test steps. The device needs recalibrated to address the issue.